Event description:
A 53-year-old patient treated with impella cp due to high risk percoutaneous coronary intervention. Arterial access performed using micropuncture and ultrasound. Angiogram showed suitable anatomy and no tortousity. Upon closure of impella access site after removal with perclose system physician was unable to get successful closure after 3 perclose and an angioseal. Held manual compression pressure. Access was obtained for left groin in order to place a covered stent to cover bleeding - result in bleeding was contained and access site was fine following procedure. Patient was successfully weaned from support. This occured during the usage of perclose devices, while in the IFU the recommendation is to hold manual pressure. This case is conservatively coded as incident occured after pump removal and during use of perclose systems. It should be noted that the company does not recommend the use of a closure device and advises manual pressure only; therefore, the use of a closure device in this case may have influenced the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information was received that reported "physician and fellow proceeded to close the artery with perclose after sheath was removed. They still had bleeding so placed another perclose and then an 8fr angioseal device. Site was still bleeding, decision to access left femoral artery, place sheath and take an angiogram of the rfa. Bleeding was still occurring at the access site. After balloon tamponade decision to place covered stent which sealed the artery. Procedure completed and patient sent to unit."